Manufacturer narrative:
Product event summary: during analysis the head failed its uplink tests and therefore its cable was replaced. (B)(4).

Event description:
It was further that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.